Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Reporter alleged discrepant blood glucose results on the compact system of 227 mg/dl versus lo when testing was performed 4 minutes apart and a reading of 228 mg/dl versus 50 mg/dl performed 1 minute apart on a different day. It was not provided the location of the testing. As a result of the comparison, no actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent. Compact system (meter with strip lot and the expiration date not provided).